Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that patient had decompensated. The target lesion was located in the left anterior descending artery. A 12mm x 2.75mm nc quantum apex¿ balloon catheter was advanced for dilatation, however, the patient started decompensating. The balloon was not inflated. No further patient complications were reported and the patient's status was fine.